Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose level was 263 mg/dl. The customer was able to clear the alarm by disconnecting and reconnecting the infusion set. The customer also reported receiving a battery out limit alarm and a motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.